Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the available information and reported complaint, the most probable cause for this complaint was considered as adverse event related to patient condition. As it is most likely that anatomical factors (90% stenosed, moderately tortuous and severely calcified) were met which resulted in the reported event.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 4atm after being inflated once at nominal speed. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.